Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 73mg/dl. The customer had gone into hypoglycemia. The customer was taken to the hospital by paramedics. The customer was treated for the lows. The customer did not have pump to troubleshoot at the time of call. The customer would be calling back at a later time.